Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Sales rep said surgeon mentioned he had photos and video which may be available for analysis. Rep to contact surgeon regarding availability of photos and video. Rep said surgeon would like to speak to someone regarding the issues experienced and rep is requesting escalation to rapid response team. If surgeon has electronic photos/video for analysis, please (B)(6).

Event description:
It was reported that during a sleeve gastrectomy procedure, the first firing with black reload fired as intended. After the second firing with a green reload, the surgeon notice unformed staples in the stapleline. The same device was reloaded with a new green reload and the same issue of unformed staples in stapleline occurred. The case was completed by surgeon oversewing the stapleline. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: cross functional video conference conducted with the surgeon on (B)(6) 2015. Possible causes of the issue experienced and mitigations were discussed. No additional complaint information was provided. The analysis results found that one long60a device was returned with the anvil bent upwards and with three cartridge reloads present. Cartridge (b) ecr60t, l55g9g was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. Cartridge (c) ecr60t, l55g9g was received fully fired and in good visual conditions. Cartridge (d) ecr60g, l5256n was received fully fired except, one staple was not fired from the left inner row and three staples from the distal left inner rows. Additionally the cartridge body, one piece sled and drivers were found damaged and cartridge pan dislodged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.